Event description:
It was reported that during the implant procedure the lead displayed high impedance. Adjustments were made, but the parameters remained the same. It was also reported the helix "got stuck" and could not be retracted or extended. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.